Manufacturer narrative:
The initial report was filed in error. The event listed is not malfunction reportable under 21 cfr 803. No further reports will be sent under this file number.

Event description:
Information received a smiths medical cadd®-solis vip ambulatory infusion pump controller port falling out, as something is stuck in power port. No patient adverse events reported.